Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined that the front panel had failed. The wire harness of the front panel was detached but it was resolved after reconnecting the wire harness. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that the panel could not be powered on. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the power of the panel could not be turned on because the wire harness of the front panel was detached. However, the specific root cause of how it was detached could not be determined at this time. Olympus will continue to monitor field performance for this device.